Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Pre- and post-op diagnosis: uterovaginal prolapse with stress urinary incontinence and large cystocele. Name of procedure: vaginal hysterectomy, bilateral sacrospinous ligament vaginal vault suspension, anterior repair with mesh. Posterior repair, perineorrhaphy, pubovaginal sling with uretex tape and diagnostic cystoscopy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of uterovaginal prolapse with stress urinary incontinence and large cystocele. It was reported that after implant, the patient experienced an unspecified adverse outcome. The device had been used with gynecare gynemesh (lot#zlb819).